Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Contact person: dr. (B)(6). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00570. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that due to mesh erosion and pain the patient underwent partial mesh removal on (B)(4) 2010.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, utis, pressure, bowel/bladder incontinence, and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a gynecological procedure to treat uterine prolapse, rectocele, cystocele and stress urinary incontinence on (B)(6) 2008 and mesh and a boston scientific pinnacle posterior pelvic floor repair kit were used. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, urinary tract infections, pressure, bowel/bladder incontinence, dyspareunia and other injuries . It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent partial mesh revision/removal on (B)(6) 2010.

Manufacturer narrative:
.

Event description:
It was reported that a patient underwent a gynecological procedure to treat uterine prolapse, rectocele, cystocele and stress urinary incontinence on (B)(6) 2009, and pelvic floor repair mesh and a boston scientific pinnacle posterior pelvic floor repair kit were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.